Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported to the FDA that the customer had three instances of over delivery causing the severe low blood glucose. The customer stated that in two of the instances they had to give themselves a glucagon injection. The customer stated that they noticed consistent insulin leaking and over delivery during the priming process. No further details have been provided.